Event description:
It was reported that the customer had no delivery alarms during basal delivery every 3-4 months. Customer stated that it was never the site, but usually it was related to the infusion set. Customer stated that the last no delivery alarm occurred a couple of days ago. Customer's blood glucose level was 122 mg/dl. Customer disconnected at the quick release and removed the reservoir from the pump. Customer stated that he pushed the insulin through the tubing and verified that it exited. Customer does not want to return the set or reservoir for analysis. It was explained that the customer should always rewind the pump when the reservoir has been removed in order to have a true account of available insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).